Event description:
Aortic anatomy was characterized by a funnel shape neck measuring 7-8 millimeters in length. Common iliac arteries were tortuous and as the main body graft was advanced up the right ipsilateral external iliac artery the graft twisted. Physician was able to turn the main body graft and position the contralateral body markers on the left side, so that when the main body was deployed, the contralateral limb was "on top" of the ipsilateral limb. The contralateral leg graft was deployed, landing in the external iliac artery as planned. The ipsilateral leg graft was then deployed with a 4 stent overlap, in order to maintain patiency of the internal iliac artery. Graft was molded to the vessel with a balloon catheter. Angiogram performed showed a proximal type I endoleak, with the main body graft positioned about 4 millimeters below the lowest/left renal artery. A main body extension was deployed at the proximal neck in an effort to seal the leak, but was unsuccessful. Subsequent angiogram noted endoleak still visible, which was then treated with the placement of another MFR's stent. After ballooning of the stent, the endoleak was resolved. An iliac leg extension was then deployed on the contralateral side, above the bifurcation of the main body, to compensate for the high placement of the ipsilateral leg graft. Next angiogram revealed a distal type I endoleak on the ipsilateral side. A main body extension was then deployed into the ipsilateral leg graft with a 1 3/4 stent overlap. Endoleak still present, then treated with the placement of a larger diameter extension (another manufacturer's). After the molding of the grafts to the vessel wall was performed, completion angiogram showed a seal of the aneurysm and resolve of all type I endoleaks.